Manufacturer narrative:
As no sample was available for further investigation, a specific root cause could not be determined. From the data provided, a general reagent issue could most likely be excluded. A possible root cause is an interfering factor with one or more components within the assay of one or both methods.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient from cobas e 411 immunoassay analyzer serial number (B)(4). The results were reported outside of the laboratory and the physician asked for investigation of a nonspecific reaction because the ft3 and ft4 results are unbalanced compared to the tsh result. The sample was submitted for investigation and was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer.there was no allegation of an adverse event. Medwatch for the issue include those with patient identifier = (B)(6).